Event description:
Patient underwent generator replacement due to battery depletion. The explanted device was reported to have been discarded.

Event description:
The neurologist observed a warning message from the device showing that the patient may not be getting enough stimulation because of a low battery. The physician also stated no changes were made to the vns settings. No additional relevant information was received. No known surgical interventions have occurred to date.